Manufacturer narrative:
Additional information: patient demographics provided. Correction: a medtronic representative reported that the issue occurred in a spinal fusion. Restarting the imaging system did not restore functionality to the system. The site elected to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that gbit testing did not pass as well as bench testing. It was reported that the cat 6 cable within the interface (umbilical) cable was longer than designed. Additionally multiple connections were found to be open.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that an interface (umbilical) cable was required for repairs. A replacement cable was shipped to the site, however confirmation of replacement has not been provided. No additional information was provided.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete initialization. It was reported that shutting down the imaging system, reseating the interface (umbilical) cable and powering the system back on did not restore functionality.